Manufacturer narrative:
H3: device evaluation - lens was returned in microcentrifuge vial dry with residue/debris on product.. Visual inspection found haptic broken and blood stains on surface. Dimensional inspection found the lens to be within specification. Claim# (B)(4).

Manufacturer narrative:
H6 - work order search: no similar complaint type events were reported for units within the same lot. Claim#(B)(4).

Event description:
The reporter indicated that a 12.6mm, vticm5_12.6, -12.5/3.0/90 (sphere/cylinder/axis), implantable collamer lens was implanted into the patient's left eye (os) on (B)(6) 2022. Lens rotation not associated to a low vault was observed. Lens was repositioned on (B)(6) 2022 but did not resolve the problem. On 31/mar/2023 the lens was exchanged for a longer length lens, this resolved the problem.